Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the rubber sleeve did not spring back when drawing the second tube, resulting in a blood leak. This occurred with 72 devices. No adverse impact was reported regarding the patient or user.